Event description:
It was reported that when using the transray plus 40cc balloon catheter to assist in the treatment of a patient with acute myocardial infarction, the arterial pressure signal was not displayed after insertion on 4 june and connecting the optical sensor to the cardiosave. Customer tried unplugging and replugging the connector, and even switched to another cardiosave, but still could not obtain an arterial pressure signal. However, after switching to the same type and size device, they were able to obtain an arterial pressure signal without any problems and complete the treatment. There was no harm to the patient reported. The balloon catheter will not be returned.

Manufacturer narrative:
Event site address: (B)(6). A fiber optic sensor failure in an intra-aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra-aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console, which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Causes of a sensor failure: a sensor failure can result from the following: optical sensor kink break in sensor connector issue. Effects: loss or poor waveform calibration or alarm errors pump unable to detect sensor trend and investigation: monthly trend reviews, triggers investigated via CAPA. Since (B)(6) 2023: 1 cr closed no CAPA required, 14 complaints in (B)(6) 2024 within expected rate, no safety risk identified. DHR review required when: serviceable device within 1 year of complaint confirmed or alleged manufacturing defect without return serious injury or death regulatory requirements for example germany, singapore risk analysis dfmea: failure modes include insertion difficulty, lumen or sensor damage, migration causing fiber break. Severity low 2-3, occurrence low 1, risk index 0. Labeling review: ifus for sensation, sensation plus, transray plus include alarms iva1 to iva4 and precautions for proper connection and alternate pressure source. Conclusion: no escalations required, risk within profile, IFU addresses failure, no non-conforming or counterfeit product identified. Difficult or unable to monitor arterial pressure is a condition in which the intra aortic balloon pump iabp cannot obtain a reliable arterial pressure waveform due to issues such as sensor failure fiber optic iab calibration failure or disconnection and or fiber optic break, catheter lumen obstruction for example clot, kink, or lumen damage, setup or equipment problems for example improper zeroing, air bubbles, damping, loose connections, or patient related factors like low pulse pressure or arrhythmias. In these situations, the arterial signal becomes inaccurate or unusable for safe iabp operation. The difficult or unable to monitor arterial pressure can occur due to one or more of the following factors: blood clot thrombus formation within the inner lumen a break in the inner lumen a kink in the inner lumen fiber optic iab calibration failure or disconnection fiber optic cable break fiber optic cable kink transducer not zeroed or vented properly over damped or flat arterial pressure waveform due to bubbles or excessive tubing compliance loose or incorrect pressure cable connections patient condition low pulse pressure, arrhythmias off label use. These conditions may promote a slow dampened arterial pressure, inability to monitor the arterial pressure. Once any of the factors above take place, the user will no longer be able to transmit accurate arterial pressure waveforms. The IFU instructs users to first establish fiber optic monitoring by gently preparing and aligning the cable, inserting it into the pump until it clicks, and then initiating pumping to verify augmentation and arterial pressure monitoring, since the fiber optic sensor provides the primary arterial pressure signal for the sensor iabs. It then recommends optimizing inner lumen pressure monitoring by aspirating 3 cc of blood, removing all air, using a standard arterial flush system with a 3 cc per hour continuous flush, avoiding blood sampling, keeping tubing short and low compliance, performing periodic fast flushes, and discontinuing use if aspiration is difficult or the waveform becomes damped. Complaint, risk, and labeling review monthly trending is performed for difficult or unable to monitor arterial pressure events. No CAPA or scar or complaint related corrective actions since jan 2023. Per win-01614, DHR review is only required when specific criteria for example suspected manufacturing defect, serious injury, certain countries are met. Dfmea review identifies several possible contributors' kinks, excessive insertion force, lumen or sensor damage, but all have low severity and occurrence with risk index equal to 0. Labeling for sensation, transray, sensation plus, and transray plus iabs all appropriately address this failure mode and direct users to IFU steps iva1 to iva4 and iabp help screens. Current assessment shows: the issue is known risk remains within acceptable limits IFU adequately addresses proper setup and troubleshooting no evidence of non-conforming or adulterated product release overall conclusion difficult or unable to monitor arterial pressure results from a range of user, equipment, or patient factors impacting arterial waveform accuracy. The IFU provides mitigation steps for both fiber optic and inner lumen pressure monitoring. Risk management documentation shows this failure mode is addressed, remains within acceptable risk levels, and requires no escalation. No manufacturing related patterns or capas have been identified since jan 2023.